Event description:
A handpiece became hot and burned a pt's lip, causing a small blister to develop. No medical or surgical intervention was required to treat the burn, with treatment consistent of vitamin e ointment application by the pt.